Event description:
The hospital reported that the first "ECMO" system was connected seven days before. After seven days the maxima oxygenator started to leak plasma through all apertures. The second ECMO system was connected and after 12 hours the oxygenator again began to leak. A third unit was connected, but the pt expired. The hospital indicated that the death of the pt was not related to the device.